Event description:
This event was captured based on literature review. It was reported that the study objective was to examine the application of excimer laser atherectomy (ela) in patients with refractory occlusions in femoropopliteal arteries. The study identified a total of 40 patients. Of the 40 patients, due to acute recoil or flow limiting dissection which occurred during the use of the non-abbott ela, there were 4 patients which required stent placement with an unspecified 6 x 60 mm abbott stent. At the 12-month follow-up period, clinical outcomes for the entire population of 40 patients were as follows: 16 patients required reintervention due to restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.